Event description:
This pt experienced a plaque shifts (x2) duirng the initial cypher stent deployments. He also experienced a late thrombosis of three cypher stents approc 11 months post deployment. This pt was admitted to the hosp with a chief complaint of acute mi. The pt was taken emergently to the cardiac cath lab, where angiography revealed was a de novo, concentric, bifurcated, b2-type lesion in the proximal through mid-lad. A bolus of 10,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 3.0 x 10mm balloon inflated to 8 atms. A 3.0 x 23mm cypher stent was deployed to 16 atms for 20 secs. There was plaque shift proximally, so a second cypher (3.0 x 18mm) was implanted at 18atm for 20seconds proximal to the first cypher. Plaque shift occurred again so, a third cypher (3.5 x 23mm) was implanted at 18tm for 20secs proximal to the 2nd cypher. The three cyphers were placed overlapping each other. The stented segment was post-dilated with a 3.0 x 25mm balloon inflated to 18 atms for 30 secs. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. Act's were reported to be 205 secs. The pt was discharged on aspirin and ticlid. Of note, the pt was followed at another facility and was complaint with medications up until may 2005. After this date, the pt no longer took the prescribed medications.